Event description:
It was reported that procedure was cancelled. A rotapro console was selected for use. During preparation, it was noted that the rotapro was unable to operate in dynaglide mode. The procedure was cancelled.